Event description:
Per the information provided to co by the patient, via co's international distributor, a 16 french cather was in a package for a 14 french catheter. The patient reports that because of the size difference, as well as "rough eyelets," there was bleeding.